Event description:
It was reported that the surgeon performed an anterior and posterior repair, hysterectomy, para-vaginal repair and vaginal vault suspension. It was reported that the mesh was used in the anterior and posterior compartment. Two weeks later, the pt was diagnosed with an mrsa infection of the vaginal vault and was readmitted. The pt was treated with hydrogen peroxide douches and primaxin prior to the cultures being resulted, and was switched to vancomycin after the mrsa was identified. The pt is responding. The physician has not removed the mesh as the pt is responding to the antibiotics.